Event description:
Procedure type: liver resection. According to the reporter: after using the device about 20 times in the case, the surgeon noticed that the sound of the device had changed and the tip of the device was broken. A new device was opened to completed the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss or tissue damage as a result of this problem. Nothing fell into the pt's cavity. There was no pt harm. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).